Manufacturer narrative:
B5: the tubing was attached to a patient when it broke. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial e1: initial reporter postal code -(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a separation of two bonded components. This issue was further described as, ¿broke where the tubing becomes flexible at insertion site¿. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.